Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The investigation concluded that the reported user experience was related to a user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the mitraclip system instructions for use (IFU) indicates that after the dilator is de-aired, the stopcock and the rotating hemostasis valve should be closed. Furthermore, the IFU warns that the failure to fully retract the guidewire into the dilator may result in air embolism.

Event description:
Subsequent to the initial report, the following information was provided: the guide wire slippage occurred because the rotating valve on dilator was not fully in locked position on removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that when the dilator was pulled through the silicone valve, air was seen entering the steerable guiding catheter. Air aspiration was performed which is considered intervention to prevent air embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced into the left atrium. When the dilator was removed, it was noted that the guide wire was not fully sheathed within the dilator. When the dilator was pulled through the silicone valve, air was seen entering the sgc. Air aspiration was performed. No air entered the patient. The sgc was removed from the anatomy and replaced. The new sgc was used to continue the procedure. One clip was implanted, reducing the mr to grade and the patient had a good outcome. No additional information was provided.